Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during placement of atrial lead there was difficulty to screw the lead in the heart, after several attempts it was decided to change lead. After withdrawal of the atrial lead visual inspection revealed the tip entering and exiting the lead. The physician commented, the tip required more turns than usual. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.